Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic. Dqe- catheter, oximeter, fiberoptic. Kra- catheter, continuous flush. One model 774f75 swan-ganz catheter was returned for product evaluation. The customer report of balloon failed to maintain inflation was confirmed. As received, the balloon was found to be ruptured at proximal balloon bonding site and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match up at the ruptured region. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through a balloon inflation inspection process. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use of the swan-ganz catheter, the balloon failed to maintain its inflation. The procedure was completed using a replacement. There was no allegation of patient injury.